Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) femoral nail endcap. (B)(4). This report is for one (1) femoral nail endcap. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was initially implanted with one (1) retrograde nail, four (4) 5.0mm screws, and one (1) femoral nail endcap for a distal femur fracture on unknown date. The patient reported stiffness on unknown date. X-rays were taken on unknown date and it was confirmed that the patient had a non-union/mal-union. On (B)(6) 2016, the patient underwent revision surgery due to non-union/mal-union. The surgeon removed two (2) screws to dynamize the nail; all hardware was confirmed intact, without failure and no additional hardware was implanted. It was reported that the revision surgery was successfully completed. No surgical delay or patient harm was reported. The patient' status/outcome was reported as stable. This report is for one (1) femoral nail endcap. This report is 3 of 3 for (B)(4).